Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The article concluded that ch-tevar with a balloon-expandable chimney stent graft can be complicated by incomplete chimney deployment due to balloon perforation. Relining of the chimney stent graft with a self-expanding stent improved the deployment with acceptable patency. [(B)(4)].

Event description:
Article received: katsargyris, a. E. (2017). Incomplete expansion of chimney stent graft during chimney-thoracic encovascular aneurysm repair. Annals of vascular surgery, 293.e1 - 293.e5. Purpose: to report a technical complication during a chimney-thoracic endovascular aneurysm repair procedure. Per the article product malfunctions included balloon rupture.